Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector was leaking the following information was received by the initial reporter with the verbatim: customer has experienced leaking with product mz5303, lot numbers 23kbm684 and 23kbm685. I have been told by several nurses that we they hook it up to the syringe it begins to leak the solution. Nurses are stating that the patient has the potential to bleed out. Customer has also noted in some instances their is no male end to the catheter. No molding noticed.

Event description:
No additional info

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the product was misassembled could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.